Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was unknown. The customer was admitted to the hospital. The customer stated she call her healthcare provider and was able to see a nurse practitioner and was advised that her heart rate was elevated and she was severely dehydrated. The customer was advised to go to emergency room. Customer cause of hospitalization was diabetic ketoacidosis. Customer is still hospitalized. Customer was wearing the pump at time of hospitalization. The customer wishes to perform high pressure test. Customer doesn't have tubing clamp available. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to confirm pump can detect an occlusion.